Event description:
A failure code 804:22. Customer reported there was no patient injuries associated with this report and there have been no incident reports filed. Customer reported incident occurred during biomed testing.